Event description:
The cather was placed 8/19/97. It worked well until 3/17/98 when it was no longer possible to get reflux. The pt rec'd hematomas at each use. Finally, the pt got thrombosis & so the device was removed.